Manufacturer narrative:
This report is being amended to reflect changes . This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation. Foreign black matter was found on the fitting portion of the head.

Manufacturer narrative:
Implant date: (B)(6) 2008. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Concomitant medical product(s): liner 7 mm offset 28 mm i.d. For use with 50/52/54 mm o.d. Shells cat: 00634105028 lot: 60853713; femoral stem fiber metal taper press-fit with calcicoat 6 degree neck taper - standard body - collarless size 13 cat: 65766201300 lot: 60831468; bone screw self-tapping cat: 00625006525 lot: 60897265; trilogy bone screw 6.5x20 cat: 00625006520 lot: 60847412; trilogy with holes 54 hatcp cat: 65620005420 lot: 60875650. Complaint sample was evaluated and the reported event was confirmed. A femoral head and poly liner were returned for review. The buffed surface of the head exhibits scratches/damage. The conical taper shows discoloration. Damage is also seen at the bottom of the head. The poly liner is returned with damage to the rim feature, indicating impingement. Dimensional measurements of both devices are conforming to print specifications. The provided x-ray appears to be a crosstable lateral film of the right hip with right total hip arthroplasty and evidence of a dislocation, possibly lateral and superior in orientation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.